Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 24x3.50mm promus premier¿ stent was selected for use and advanced to treat the lesion but the device came in contact with the proximal side of the lesion. Predilation was performed but still the device failed to cross the lesion. The device was removed and the physician confirmed that the stent was partly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were no issues noted with the profile of the tip. The crimped stent was visually and microscopically examined and no issues were noted with its profile. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination of the shaft polymer extrusion found no kinks or damage along its length. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 24x3.50mm promus premier stent was selected for use and advanced to treat the lesion but the device came in contact with the proximal side of the lesion. Predilation was performed but still the device failed to cross the lesion. The device was removed and the physician confirmed that the stent was partly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.